Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated last night the patient recharged their implant and switched from group a to group b and felt no change in the stimulation. Patient then had stated how they thought they 'lost' their programs that were set for them in group a and b. Agent reviewed role of rep with caller. Caller stated the patient's clinic had closed and their original implanting doctor passed away. Patient was redirected to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.